Manufacturer narrative:
Product evaluation: the product was returned damage to the iol was observed. Additional observations were as follows: the lens returned loaded at the entrance of the loading bay with the optic halfway outside the nozzle of the cartridge. An approx. 75% of the trailing haptic is broken/torn and returned loose in a plastic bag. The gusset area of the broken haptic is cracked/fractured rejectable. Solution is dried on the lens. The product investigation could not identify the root cause for the reported complaint "defective". The reported complaint is lacking in relevant information such as the type of defect observed to complete a thorough investigation. The returned lens is partially placed into a cartridge with severely damaged trailing haptic and gusset area. It is unknown when the damage occurred and if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) as defective on a return form. Additional information was requested.